Event description:
The patient was implanted with a left ventricular assist device (lvad). The surgeon reported that the patient presented to the hospital with a few weeks of heart failure followed with an increase in pump speed. The patient also had hemolysis with international nationalized ratio (inr) of 2.8. Ramp up echocardiogram (echo) testing showed impaired lvad function. The surgeon made the decision to do a pump exchange due to suspected thrombus and pump stoppages.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.